Event description:
Insertion of essure in (B)(6) 2005, was not tested for nickel sensitivity, was given ID card ref # (B)(4) lot 621675. The procedure was done in the hospital with full anesthesia. Everything seemed to go fine. The dye test 3 months later was incredibly painful. My menstrual cycle became progressively worse, increasing in amount and duration, and I began having cramps. About a year and a half after insertion, a sonogram revealed endometriosis. I had an ablation, after which I had awful pain. About a month later, I had a uterine infection. During this time, I was having severe and relentless back pain. This lasted for 6 months, and when it returned 6 months after that I had back surgery. I seemed to enter early menopause, having many symptoms associated with that. A few years ago, I had a check up with my ob/gyn and discussed cramping. A sonogram revealed I had a quarter sized cyst on one of my ovaries. The next month a follow up sonogram showed that cyst had shrunk and I had one on the other side. The tech explained that my eggs weren't releasing. I get cramping daily, abdominal and back cramping when my bladder is full, when I have to have a bowel movement, or when air is moving in my intestines. I also have to avoid bending and lifting because of the pain it causes.